Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The medtronic representative (mr) cleared the hard disk so there was 150gb of free space. The mr opened the system, cleaned dust from the computer and put it back carefully to avoid loose cables. The system was powered up and tested for almost an hour and a half. Registration was done and the pentero microscope was connected with no issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while importing patient exams for the next day's surgery, the system stopped responding. The customer restarted the system, it worked fine for 20 minutes and the system froze again. There was no patient present when this issue was identified.